Event description:
This is a report of a patient who observed a leak in their patient line while performing peritoneal dialysis therapy. The patient was connected to the device at the time of the leak. The technical service representative advised the patient to restart therapy using new supplies. There was patient involvement; however, there was no patient injury or medical intervention indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. The reported leak could not be verified and a cause could not be determined. Should relevant additional information become available, a follow-up report will be submitted.